Manufacturer narrative:
Results: the device functioned as designed, no failure detected.

Event description:
Evaluation summary: medtronic received one guard wire, one ez adaptor and an ez flator device for evaluation. All three returned devices were inspected and no defects were noted. The balloon was inspected for damage under a microscope; the balloon was baggy due to use. Proximal and distal seal bands were intact. The returned ez flator and ez adaptor were engaged with the guard wire as received. The balloon was inflated and deflated without issues to 6mm twice. No failure detected.

Event description:
The physician was treating the carotid artery. The guard wire device was prepped following instruction. During preparation the device was inflated with no abnormality noted. During the procedure when the balloon was inflated for the protection at the distal lesion, the balloon inflation was not as big as normal when inflated. No leak was noted in the balloon. The physician continued to use the device to complete procedure, using an ez deflator. No health hazard to the patient.

Manufacturer narrative:
Evaluation: results/conclusion: inconclusive, investigation in progress. (B)(4).